Event description:
My thighs were burnt by a MRI, first it made bright red lumps all down my thigh, up to my pubic area. Then, I got huge blisters and had to stay in the hospital an extra week. Once the exterior burns were pretty healed, I tried to have intercourse, and was not able to. I went to the obgyn and my pelvis and pelvic floor were in a complete spasm. It hurt to urinate, to bathe, to shower, and have intercourse. The MRI clearly burnt the interior nerves of my pelvis, pelvic floor, bladder, lower intestine, and rectum. I had to have pelvic floor therapy. The pain was so great and out of control I had to have a neuro stimulator implanted just to get the pain to a 6-7. On the internet there are thousands of people saying they were burnt internally and yet you say absolutely nothing about the machine burns internally. Still cannot bathe without pain, go to restroom or have sex without pain meds and valium.